Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was provided with instructions on how to clear an occlusion. No additional information was provided. Directions for use (dfu) specific to each instrument are included with every product. The dfu for alcon handpieces have clear instructions on how to reprocess the product, including a step for flushing the handpiece lines to clear debris after each use. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that prior to a cataract extraction with intraocular lens implant procedure the handpiece was occluding. The case was started and completed as planned. There was no patient involvement.

Manufacturer narrative:
(B)(4).